Event description:
The patient reported the infusion set is leaky between the cannula and adhesive of the headset and the luer connection. The patient experienced elevated blood glucose of 300 mg/dl as a result. The patient bolused through the infusion device to lower his blood glucose. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. Method and results: no product will be returned for evaluation.